Event description:
Dpc technical services received a complaint from a customer indicating that they received a test unit component that was missing a bead. An investigation identified the problem as an equipment failure during the test packaging process. Because of this error, a low percentage of test units may not contain a coated bead. The expected incidence rate of this problem is approx 0.1%. The following assays are impacted as listed below. Immulite total ige lkie 160 - analysis of a sample without a bead may yield a potentially false negative result. MFR date 7/2001, expiration date 7/2002. Immulite cat specific ige lke1 115 - analysis of a sample without a bead may yield a potentially false negative result. MFR date 7/2001, expiration date 6/2002. Immulite tree specific ige lktr 116 - analysis of a sample without a bead may yield a potentially false negative result. MFR date 7/2001, expiration date 7/2002 the above kits were subject to a product recall, according to 21 cfr 7.